Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. Investigation summary: three photos were provided to our quality team for evaluation by our quality engineer. Through visual inspection of the photos, a leakage past the stopper ribs was observed . There was no damage or molding defects noted that could have caused a leak. A device history review was performed for the reported lot 1906222, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1906222 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends investigation conclusion: it has been received 3 pictures for investigation. Upon visual inspection of these pictures it can be observed leakage past the stopper ribs. The stopper is s correctly assembled to the plunger and no damage or molding defect can be observed in it that could cause leakage. DHR of lot 1906222 has been reviewed not finding any annotation or deviation regarding the alleged defect. According to inspection plan procedure jg-500 rev.(B)(4) units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Visual inspection: molding: 2 injections per shift, printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift, assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift, primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot primary packaging: once in the first pallet and once in last pallet of the lot root cause description: since no manufacturing defect can be observed in pictures received neither in retained samples evaluated and since they meet iso 7886-1 annex d for leak test, the root cause of the alleged defect cannot be determined. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that drug leakage occurred past the stopper with a bd plastipak¿ 50ml concentric luer lock syringe. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: glue plug leakage(drug). Leakage can be observed pass through the stopper..